Event description:
Information received from the field notes that the device exhibited >2500 ohms lead impedance. A lead revision was scheduled but during the procedure, the lead tested normal and the pulse generator was replaced. At a subsequent follow-up 3 months later, >2500 ohms impedance was observed. The new generator was also beginning to erode through the skin.